Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure using right transfemoral access, the commander balloon ruptured horizontally upon post-dilation. The delivery system and esheath were attempted to be removed as one unit. Resistance was met, at which time a contralateral occlusion balloon was put in place. It was determined the patient had a right common femoral artery perforation. Vascular cutdown and repair was successfully performed by the cardiothoracic surgeon. A blood transfusion was required.